Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no visual issues found. When the fragment fell into the patient, the instrument was being removed. The surgeon was unsure of what caused the break. Prior to the issue the instrument had been in use for the duration of the case. During the procedure there were no instrument issues noted. The instrument did not collide with any other instruments. The instrument wrist was straightened upon removal. The staff did not feel any resistance when the instrument was removed from the cannula. The instrument fragment was not retrieved. The site performed heavy irrigation and extensive searching of the abdomen to attempt to find the fragment. An x-ray was performed; no radiopaque items were found. The procedure was completed robotically. There was no reported patient impact. The patient has not returned due to the hospital due to post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook instrument broke, an investigation has been completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis (fa). Fa was able to reproduce/confirm the customer reported complaint. The instrument was found to have an ear of the distal clevis broken off. The broken piece was not returned, measuring roughly 0.298¿ x 0.230¿ in size. The complaint regarding instrument broke was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that a permanent cautery hook (pch) instrument broke while inside of the patient. When the site removed the instrument, a lost piece of plastic on the instrument was not located, even after irrigation. The site took a 2nd and 3rd look inside of the patient, and outside of the patient on the floor. An x-ray was performed and reportedly no radiopaque objects were seen by the radiologist. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.